Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt's hearing loss had indecreased, which had lead to a dissatisfying speech recognition. The pt had good sound perception, but poor speech perception with his vibrant soundbridge. The pt was re-implanted with a cochlear implant on (B)(6), 2012.